Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue due to which the patient experienced high blood glucose level reported to be 440 mg/dl at the time of incident. The patient did not feel well and tried to treat it with a pump, but blood glucose level did not go down. Subsequently, the patient was hospitalized for diabetic ketoacidosis and flu. The infusion had been in use for two days. Patient's blood glucose at the time of this report was 302 mg/dl. The patient had been in hospital for five days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.